Event description:
Cardiac arrest occurred during operation. While doing CPR to pt, tried to use iabp for pt. The insertion was failed because of aorta tortuous. No blood was seen in the catheter tubing. No pt injury or death resulting from the above event. Pt expired on (B)(6) 2013 at 17:04. Pump: (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).